Manufacturer narrative:
(B)(4). The occurrence date was reported as an unknown date in (B)(6) 2016 (during hospitalization). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. Thirty days prior to the receipt of this report, the patient was hospitalized for an unrelated medical condition. During hospitalization, the patient experienced peritonitis. The cause of the event and treatment details were not reported. Dianeal therapy remained ongoing. Twenty two days after admission, the patient was discharged from the hospital. At the time of this report, the patient is recovering from the peritonitis event. No additional information is available.